Event description:
The account alleged the bed is not sending a normal nurse call when the nurse call is pressed. No pt impact.

Manufacturer narrative:
The tech sent a sidecom board to the account. No further info is available on the repair of the bed at this time.